Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Nurse reported the customer's spirit combo insulin pump is not delivering insulin properly. The nurse stated that the patient was admitted to the high dependency unit at the hospital (B)(6) 2014. She is still in the hospital and is currently on a backup pump and has been given insulin via IV and pen injections. The nurse stated that the patient's blood sugar has been steadily lowering but is not back to normal. The customer was placed on a backup pump and her blood sugar returned to normal on it. Customer was placed back on her own pump today at 9 am and by 2 pm in the afternoon, her blood sugar had risen again to read hi, which on the aviva system indicates a result in excess of 600 mg/dl. A request was made for the return of the device, replacement sent.